Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during the dwell phase of peritoneal dialysis (pd) therapy. During the troubleshooting, it was reported that there was a leak between the connection point of the heater bag and the heater line of the homechoice cassette that led to this alarm. Renal therapy services (rts) assisted with ending therapy and reviewed proper procedures per the user manual. The hp would complete therapy using manual supplies. There was no patient injury or medal intervention associated with this event. No additional information is available.